Manufacturer narrative:
Product analysis: no product specimen has been returned for evaluation at this time. Conclusion: multiple attempts to gather additional information and request product return have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately seven years, six months post implant of this annuloplasty band in the mitral position, this band was explanted and replaced by a bioprosthetic valve. No failure mechanism and no adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that prior to the native mitral valve replacement, the patient's mitral valve orifice was exceedingly small. The patient's daughter reported that the patient was doing very well following the replacement procedure. The patient's medical history includes pneumonia, a respiratory infection, a severe leak of the patient's native mitral valve approximately six years, eight months post-implant of this product.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.